Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. It was further reported that the lead exhibited resistance at screwing back, a stylet was inserted to investigate the screw but was stuck in the pin. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The distortion of the distal conductor within the is-1 connector prevents stylet insertion. No stylet stuck in lead was observed. If information is provided in the future, a supplemental report will be issued.